Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that primary audible alarm post and acu watchdog errors were recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker as a preventative measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be supplier.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure alarm acu watchdog failure. No adverse effects were reported.